Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved glidesheath slender valve was very leaky. There was nothing in the sheath and the valve was still leaking. The procedure performed was a radial left heart catheterization (lhc). The patient was in stable condition. The procedure outcome was completed successfully. The estimated blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. Additional information was received on 22june2020: they continued the procedure as is. They were using tiger catheter.

Event description:
Additional information was received on 31july2020: it was reported that the techs prepped the sheath and the sheath was not stored in a pyxis machine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section, to update section h3, and to provide the completed investigation results. One used 6fr glidesheath slender was received for product evaluation. The sheath was returned without a dilator. No other accessory components were returned. The sheath was visually inspected. Microscopic analysis revealed a kink at 44 mm, and a flat portion of 5 mm from the start of the sheath hub respectively. Leak testing was conducted. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. Air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath per the device IFU. This assembly was submerged in water, and air bubbles were observed again. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination revealed a tear on the valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-center insertion of the dilator could have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.